Event description:
The customer's doctor called to report that his patient's pdm screen is nearly blank with only 2 lines displaying and he needs it replaced.

Manufacturer narrative:
The returned device was evaluated. The reported malfunction was confirmed and found to have root cause of defective lcd. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide advises "do not use the pdm if it appears damaged or is not working as it should."